Event description:
Patient mentioned that they had a lead replacement surgery on (B)(6) 2026 because they "weren't getting much help with the symptoms" which started happening "a month or two before (B)(6)", when they saw their manufacturing representative (rep), who saw on their physician controller that "most of the leads were gone". They said since having the leads replaced "it seems to be working pretty good but they are having trouble getting it set up right" but will keep working with rep and healthcare provider (hcp). Reviewed MRI mode. Reviewed airport security guidelines.

Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Section d references the main component of the system. Other medical products in use during the event include: brand name vectris surescan; product ID 977a260 (serial: (B)(6); product type: 0200-lead; implant date (B)(6) 2023; explant date (B)(6) 2026 brand name vectris surescan; product ID 977a260 (serial:(B)(6); product type: 0200-lead; implant date (B)(6) 2023; explant date (B)(6) 2026. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.